Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation pulse field ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the physician saw air ingress in the sheath after removal of the dilator. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The sheath is expected to be returned. It was further reported that a non-boston scientific pump was used for the irrigation of sheath after the reported event. The reported air bubbles were observed at the flushing line. No air was noted in the patient.

Event description:
It was reported that during the pulmonary vein isolation pulse field ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the physician saw air ingress in the sheath after removal of the dilator. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The sheath is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities on the exterior of the sheath. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation pulse field ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the physician saw air ingress in the sheath after removal of the dilator. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The sheath was returned for analysis. It was further reported that a non-boston scientific pump was used for the irrigation of sheath after the reported event. The reported air bubbles were observed at the flushing line. No air was noted in the patient.